Event description:
Further follow-up revealed that the pt was experiencing a shocking feeling in their neck. Neither device diagnostic testing or x-rays have been performed; therefore, the reported lead break has not been confirmed. Thee has been no plans for revision surgery. The pt reportedly had no trauma that could have led to a lead break. The pt had an MRI recently, following the reported lead break. After the MRI, the pt experienced a twitch in their left neck. The vns device had reportedly been turned off before the MRI.

Event description:
Reporter indicated that vns patient's lead wire was fractured. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x1, via telephone x1).